Event description:
Healthcare professional (hcp) reports patient (pt) developed peritonitis while using the homechoice device for apd therapy. No device or product failure was identified by patient or hcp. Hcp feels peritonitis may be due to the pt. Using poor aseptic technique, that the patient is "touching his nose while connecting" to apd set. Hcp states nasal culture was taken, revealing a heavy growth of staphylococcus aureus. Pt was treated with antibiotics for peritonitis and given bactrobian ointment for his nose. During follow up with hcp on 10/29/97, pt is responding to treatment.